Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 272693 / 273524. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 7070737 / 7070766.

Event description:
It was reported that the patients previous pocket site (MFR. Report number: 3006630150-2021-00901) had an infection and the patient was put on antibiotics with no success. The physician confirmed that the infection was not device related. All device components were explanted except for the ipg that remained in the new pocket site. The patient was doing well post-operatively and explanted devices will not be returned.